Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
User exchanged the oats-8.5-9 device through olympus tjf-260 and boston scientific yellow zebra wire guide, but cannot advanced the oats-8.5-9 device out of endoscope working channel, then user retracted the endoscope and found out the inner core of oats device broken which cause the advancement lack of momentum. User changed to another oats device to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Device evaluation: 1 unit of oats-8.5-9 of lot number c2140603 was returned not in its original packaging. The device related to this occurrence underwent a laboratory evaluation on 28 january 2025. On evaluation of the devices the following observations were made: visual inspection: pushing catheter, guiding catheter, stent and flap protector returned. Pushing catheter examined and crinkling observed measuring approx. From 34 cm to 40cm from the hub. Guiding catheter examined and kink observed approx. 20cm from the hub. Stent examined and slight kink observed on the body of the stent. Also observed to be rough on the body of the stent. Functional inspection: pushing catheter moves freely over the guiding catheter. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the instructions for use (ifu0096), which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ there is no evidence to suggest that the customer did not follow the instructions for use. (Ifu0096). Image review: an image was not returned for evaluation. Root cause review: a definitive root cause could not be determined. A possible root cause could be attributed a possible root cause may be attributed to user technique whereby the damage arose due to excessive force being applied to the device during the advancement process. This damaged device could lead to lack of advancement. There have been several attempts made to obtain additional information. Should additional information be made available, the file will be updated accordingly. Summary: confirmed quantity of 1 device, confirmed used. The investigation findings conclude that a definitive root cause could not be determined. A possible root cause could be attributed a possible root cause may be attributed to user technique whereby the damage arose due to excessive force being applied to the device during the advancement process. This damaged device could lead to lack of advancement. Complaint is confirmed based on the customer and/or rep testimony. According to the initial reporter, no health consequences or impacts were reported. Complaints of this nature will continue to be monitored for similar events.

Event description:
A supplemental report is being submitted due to completion of the investigation on 26-jun-2025.